Manufacturer narrative:
The insulin pump failed displacement test and a motor error alarm occurred during rewind, due to motor encoder signal being out of phase. The device was also received with a cracked case at reservoir tube lip and cracked battery tube threads. (B)(4).

Event description:
The customer called and reported receiving a motor error alarm on the insulin pump during priming. The customer's blood glucose level was 176 mg/dl. During troubleshooting, it was stated the insulin pump had not been exposed to a strong magnetic field. The customer was not using the sensor feature. The customer was unable to complete the rewind sequence. It was advised to discontinue use and revert to a back-up plan. Customer was also advised that the insulin pump would be replaced and agreed to return the device for analysis.